Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Event description:
The customer contacted baxter's technical service center to report fluid being too hot on the homechoice (hc) machine after use. The baxter technical service representative (tsr) would swap the unit for the home patient (hp) as requested. Per the hp there was no serious injury from the fluid being too warm. The tsr checked the temperature and it was set to 35 degrees. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed rite (return instrument test/evaluation) functional test and passed rite electrical test. The problem could not be confirmed as the device operated within specifications. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of over temp fluid delivered. The assignable cause for the reported issue could not be determined as the problem was not confirmed.